Event description:
Customer reported an unexpected negative result with capture-r ready ID (crrid) on the galileo. The patient has a history of anti-e.

Manufacturer narrative:
Review of instrument images showed negative results with all e+ cells. Testing was performed on (B)(6) 2009. Due to delay in reporting and limited information available, we are unable to rule out instrument, sample, or reagents as the cause of the unexpected negative reactions.